Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 80 mg/dl at the time of the event and was treated with food. Troubleshooting was performed for low blood glucose/ over delivery and found that the reservoir is showing less amount of insulin than shown on the insulin pump status screen. The customer stated experiencing low blood glucose events for the past 3 weeks. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. On august 05, 2022 the device was returned due to customer allegation to device over delivering causing low blood glucose. The device passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of aug 05, 2022 found bolus deliveries of 0.125u at 00:01:50.000, 0.125u at 01:01:51.000, 0.1u at 02:01:52.000, 0.025u at 03:02:00.000, 0.025u at 04:11:55.000, 0.1u at 05:02:02.000, 0.025u at 06:01:47.000, 0.05u at 07:01:48.000, 0.025u at 08:06:47.000, 0.15u at 09:01:58.000, 0.15u at 10:01:57.000, 0.025u at 11:03:02.000, 0.125u at 12:02:02.000, 0.125u at 13:02:02.000, 0.05u at 16:07:00.000, 0.025u at 18:07:12.000, 0.05u at 19:41:55.000, 0.075u at 20:01:53.000, 0.05u at 21:16:51.000, 0.15u at 22:02:02.000, 0.15u at 23:01:54.000, and 0.125u at 23:56:57.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the device was received with scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.